Event description:
It was reported that a patient expired after undergoing a da vinci si prostatectomy procedure.

Manufacturer narrative:
The hospital was contacted for additional information, however, the hospital informed intuitive surgical that they are unwilling to release any details regarding this event. As a result, no conclusion can be drawn by intuitive surgical regarding the cause of the patient's death.